Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: during the investigation, it was observed that the battery compartment was cracked above the bumper pad. The battery compartment as well as the battery cap had moisture observed; a leak test was performed and failed indicating a battery compartment leak. The device was opened and there was no further moisture observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.